Manufacturer narrative:
Corrected section: product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing and oversensing was noted on stored episodes on the right ventricular (rv) lead during a remote monitoring transmission that occurred on the date of implant the right atrial (ra) lead was also noted to have undersensing. The following day, failure to capture was noted as well as intermittent far-field p waves on the rv lead. A microdislodgement was suspected. The rv lead was revised and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.